Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation since the medical surveillance specialist was unable to contact the patient with follow-up questions. The reporter alleged that the power issue with the meter started on the morning of (B)(6) 2015. The patient manages her diabetes with a combination of medications including metformin. She reported that in response to the alleged issue, she increased her dose of medication. She denied developing any symptoms as a result of the issue. However, she reported that during a doctor¿s office visit on (B)(6) 2015 at 8:00pm, she received treatment of ¿glucose tablets/glucose gel¿. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and there was no misuse of the product. It was not possible to establish whether the correct test strips were being used, whether the meter powered on manually with a button press, or when a test strip was inserted per owner¿s manual. Based on the information provided, the battery did not need to be replaced. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hypoglycemia after the alleged power issue began.